Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today, the device has not been received for analysis and no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD noted no anomalies. Attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) complained of a slow heart rate and feeling dizzy. The patient was seen in clinic for follow up. The device was unable to be interrogated. A surface electrogram revealed that the device was not pacing. An invasive procedure was performed where the device was explanted and replaced. The device is to be returned for analysis. There were no adverse patient effects reported.